Event description:
This is a spontaneous report by a consumer with supplemental report by a nurse from the USA of peritonitis and "heart gave up" (coded as cardiac arrest) in a (B)(6) female coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information: on (B)(6)2010, the patient experienced and was hospitalized for a massive infection. On (B)(6)2010, the patient died of cardiac arrest. The nurse reported the patient's infection was peritonitis. It was unreported whether an autopsy was performed. Dianeal therapy was ongoing until the date of death. It was unknown whether the patient recovered from the peritonitis. The nurse reported the peritonitis was unrelated to dianeal therapy. A causality statement was not provided for the cardiac arrest.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During a follow up call regarding an unrelated issue, the home patient's (hp) nurse stated that the hp was hospitalized for peritonitis. The hp was recovered and resuming therapy on the cycler. Additional information was not available.

Manufacturer narrative:
(B)(4)the sample was discarded therefore, no evaluation was performed. Should an evaluation be performed, a follow up report will be submitted.